Event description:
It was reported that, during navio preventative maintenance, it was found that navio handpiece was suspected of causing siu failure error 40000000000 ((B)(4)). Also, the drill got hot after 30 seconds of usage during testing, and the motor was extremely loud ((B)(4)). There was no patient involvement. No other complications were reported.

Manufacturer narrative:
H6: the navio drill, part number 101209, s/n (B)(6), intended for use in treatment was returned for evaluation. There was a relationship between the device and the reported events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill was overheating and produced a loud noise. The root cause was determined to be component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.